Event description:
Technician alleged the bed exit alarm sounds at the bed but not at the nurses' station. No pt impact.

Manufacturer narrative:
The technician found a bent pin on the communication cable. The technician corrected the bent pin to resolve the issue.